Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced pump errors, failed battery test and low battery alert. The customer's blood glucose value was 153 mg/dl. The customer stated that she had to change the battery once a week or so. The customer stated that pump error did not occur during the rewind/load reservoir/fill tubing process. The customer stated that the pump passed self-test. The product was not returned for analysis.